Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has experienced, vaginal pain, detrusor instability of the bladder, mesh exposure, eroded mesh requiring two excision surgeries, bladder spasms, recurrent urinary tract infections, overactive bladder symptoms, continued right lower quadrant pain, adhesion secondary to surgery, urinary urgency with leakage, nocturia, urethral pain and dyspareunia. Associated MDR 1018233-2012-00289.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced erosion of mesh into bladder with stones, vaginal apical decent, cystocele, bladder pain, dysuria, extensive lysis of adhesions, abdominal sacrocolpopexy, supracervical abdominal hysterectomy, intentional cystotomy with resection and removal of eroded mesh, closure of cystotomy, placement of suprapubic catheter, insertion of right ureteral catheter, placement of intepro y sling, bladder trabeculations, ureteral stent placement, on-q pain pump placement, suprapubic foley catheter malfunction (clogged), recurrent hematuria, increased suprapubic pain, pus and bubbles around suprapubic site with serosanguinous drainage, erythema, warmth, tenderness, and induration, persistent urinary incontinence requiring multiple pads per day, revision and removal of eroding prolene mesh, vaginal u-flap, repair of cystotomy, placement of bilateral ureteral stents, followed by additional resection of transvaginal mesh, placement of suprapubic catheter, chronic pelvic pain, and placement of an acell graft, abdominal distention, abdominal pain, anal bleeding, blood in stool, urgency, vaginal bleeding, pain from vagina to umbilicus, urinary frequency, intravesical erosion, detrusor overactivity, 1 cm stone adherent to bladder, retained vaginal mesh, transvaginal removal of mesh with repair of bladder, removal of midurethral synthetic sling, placement of suprapubic tube and martius flap, removal of suprapubic tube, loss of urine, loss of bladder sensation and urge, timed voiding, urethral hypermobility, infrequent voiding, urge incontinence, leaking of urine, occasional full bladder loss, pubovaginal sling placement, vaginal infection. She has required multiple diagnostic procedures, nonsurgical and surgical interventions and pain with walking and sitting, depression and anxiety.